Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc had difficulty with retraction and sticking. The following information was provided by the initial reporter: product complaint. Did not retract easily and was stuck and much effort to activate. No patient harm. Date complaint form was filled out within their health system (B)(6) 2023.

Manufacturer narrative:
Investigation summary: the reported condition could not be investigated due to the unavailability of photos or physical samples. However, a review of the device history record revealed that there were no rejected inspections or quality issues during the production of the provided lot number that could have caused the reported defect. The production process did not uncover any abnormalities that could have contributed to this defect, and all quality tests were within the specified range. To address the needle retraction slow, corrective and preventative actions have been implemented, and several quality initiatives have been introduced in our manufacturing line to ensure proper needle retraction during the manufacturing process. Based on the available information, an exact root cause for this incident could not be identified.

Event description:
No additional information.